Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion occurred. There was no adverse impact reported. A systems check was performed with tandem technical support and no issues were identified. Reportedly, the customer changed supplies to address the issue.